Event description:
It was reported that the patient had heart rates in the 30's. A transmission showed the right ventricular (rv) lead with high threshold-output; possible loss of capture, and a lead warning triggered for high impedance. Possible oversensing was also noted. Additional information from the clinic disclosed that there was noise on the lead. The lead was revised and repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).